Event description:
It was reported "customer reported the purple power lumen was leaking after connector was placed and lumen was flushed. Connector was tried on non power lumen and it did not leak. Customer tried multiple connectors and it only leaked at the purple lumen when customer flushed."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5221 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (refx5221) have been reported from the same facility.